Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The DHR was reviewed. There was no reported deviation or non-conformance. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened .

Event description:
Patient fell, sustaining a peri-prosthetic fracture. Femoral stem revised to a long stem (solution stem).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.